Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable was bent and could not be used to charge the pump. A replacement cable was sent to the customer to resolve the issue. Additionally, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Customer's blood glucose level was 182 mg/dl.